Event description:
It was reported that during the replacement procedure, upon completion and connection of the old right ventricular (rv) lead to the new cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead exhibited high and undefined impedance measurements with visible noise on interrogation. The connection was redone with the same results. The rv lead was tested through the analyzer and the old implantable cardioverter defibrillator (ICD), and the results were good with ¿clean¿ electrograms (egm). The lead was reconnected to the crt-d with the same results of high and undefined impedance measurements. It was noted that a new cardiac resynchronization therapy defibrillator (crt-d) was open and attached to the lead, but the same out of range (oor) measurements were had. A new right ventricular (rv) lead was then implanted and tested good via the analyzer. It was noted that when the new rv lead was connected to both the crt-d devices, the same results were had regarding high and undefined impedance measurements and noise. The new rv lead was removed, and the old rv lead was reattached to the crt-d with plans to bring the patient back the next day for more troubleshooting. The detections were left off until the device changeout can be made. It was further reported that the patient was brought back to the operating room the next day with suspicion that the rv lead and left ventricular (lv) lead was switched in the header. It was confirmed that the leads were indeed switched in the header. The leads were reconnected in its proper location and tested without issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 479888 lead; 5076-52 lead implanted: (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (eval code conclusion: fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.